Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding tube. The customer reports the feeding tube was placed prior to surgery and later removed after surgery. While the patient was in the post anesthesia care unit, the patient began coughing and coughed up the tip of the feeding tube. The customer reported checking the tube which has been disposed of and it revealed that the tip was missing. The customer states there was no aspiration and the patient was able to cough up the entire missing tip of the tube. There was no medical intervention required.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.